Event description:
A peritoneal dialysis pt has reported that the dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, moisture was noticed inside the cycler. Pt had no ill effects. A sample with the same lot number is available.